Manufacturer narrative:
This patient received bilateral tmj implants in 2013. The patient developed intermittent right facial swelling that increased over the last four months and had a preauricular draining fistula with accompanying pain. The surgeon removed the right tmj devices and placed an antibiotic spacer. Tissue samples were taken for microbiology testing, and the results showed growth of parvimonas micra. The surgeon plans on placing revision components once the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.